Manufacturer narrative:
Suspect device not returned yet. The return of suspect device is expected.

Event description:
Based on the interventionalist: the thrombectomy had been completed and the rotarex was meant to be taken out the patient. The breakage of the helix had not been noticed until catheter removal through the sheath. That is when the cylinder plus a part of the helix remained stuck inside the sheath and were transported into the popliteal artery by blood stream. A minimally invasive surgical intervention was performed to remove these remaining parts out the patient.

Manufacturer narrative:
Evaluation summary report attached in german was translated to english.